Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that they were unable to prime the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind test. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.